Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain . The home patient (hp) was in initial drain. The baxter technical service representative (tsr) had the care giver (cg) cycle power to get the se 2367 and then again to clear the alarms and informed the hp that they will need to setup with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp did not know how air entered the line. The lot number was unknown and no sample was available. The hp said she did not see anything unusual with the supplies. The hp said she notified her nurse and said she was resuming therapy. No patient injury or medical intervention was reported.